Event description:
It has been reported to philips that, mcs live monitor was not getting on. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the mcs live monitor is not getting on. Fse performed troubleshooting action and found that reported problem with mcs live monitor. Fse replaced the mcs live monitor. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.